Event description:
It was reported that the patient was at the maximum intrathecal baclofen dosage, and symptoms were escalating. They had symptoms of increased spasticity, stiffness, and joint weakness. Catheter malfunction was the cause. An x-ray on (B)(6) 2014 revealed no abnormality. The catheter was replaced on (B)(6) 2014. The event resolved without sequelae on(B)(6) 2014. Etiology specified relation to the device or therapy and no relation to the implant procedure. The medication infused was lioresal.

Manufacturer narrative:
Concomitant products: product ID: 8578, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2014, product type: accessory. Product ID: 8709 , serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2014, product type: catheter. (B)(4).